Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. It was stated that the device is available for evaluation, but it has not yet been returned to the manufacturer. The alleged issue could not yet be confirmed. If the device is received, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant became stretched during repositioning in the target site. When the coil was attempted to be removed together with the competitor microcatheter , the coil broke in the middle and the distal portion remained in the patient. The distal portion was left in the patient and was "buried subcutaneously." It was the physician's opinion that the remaining coil had "little or no effect on the patient. " there was no reported intervention.

Manufacturer narrative:
Correction: at the time this complaint was received, this product was an exported device that was not cleared or approved for marketing in the u.s. The complaint is being reported now as based on this product meeting the similar product criteria v-trak hydrosoft 3d. Investigation summary: the investigation of the returned coil system found the black pet damaged at the distal section of the pusher and the proximal side of the severed implant to be stretched, separated from the pusher, and stuck in the distal end of the returned microcatheter. The distal portion of the severed implant was not returned for evaluation as it remained in the patient as described in the reported event. The pusher's heater coil showed no signs of activation using a detachment controller. The monofilament was found to experience a tensile break based on the profile of the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. This condition is consistent with the coil becoming stuck or experiencing friction during repositioning within the aneurysm (i.e. Stuck on previously implanted coils or the tip of the microcatheter). The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.